Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was complaining of pain in his left knee. The doctor believes the patient may have ruptured something so he was going in to repair that and to do a lateral release of the patella. The patella is tilted in the preop view. The doctor also noticed that the knee was a little unstable so he went up 2mm in insert thickness size.

Manufacturer narrative:
An event regarding patella subluxation resulting in revision surgery involving a triathlon patella was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: medical review indicates that: patellar subluxation with lateral tilt and shift of the patellar device has contributed to an overload condition in the patellofemoral joint with clinical symptoms leading to revision. A secondary problem of knee mild instability was caused by an adverse mix of patient related and procedure-related factors leading to tibial bearing exchange, also required for exposure reasons during revision. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review has indicated that patellar subluxation with lateral tilt and shift of the patellar device has contributed to an overload condition in the patellofemoral joint with clinical symptoms leading to revision. Maltracking of the patella and extensor tendon is the usual cause for such dissociation events and this is quite well visible on the available skyline view of the patella where the patellar component is seen in lateral subluxation position with an angle of 29°. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was complaining of pain in his left knee. The doctor believes the patient may have ruptured something so he was going in to repair that and to do a lateral release of the patella. The patella is tilted in the preop view. The doctor also noticed that the knee was a little unstable so he went up 2mm in insert thickness size.